Event description:
The acuson p500 system was having transducer recognition disorders with the swiftlink and no image was displayed. The patient was sedated at the time. There was no injury to the patient.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).